Event description:
It was reported that the implantable cardioverter defibrillator exhibited failure to capture and far r oversensing. No intervention was performed. The patient was in stable condition.